Event description:
During a colon procedure, after 1/2 of use, the instrument stopped with an error code on the generator. Another scissor was used to continue the procedure. No consequence to the pt.